Event description:
(B)(4). As of (B)(6) 2010 I began with heart palpitations, migraines several times at month, painful sex, bloating, abcess which has required surgery multiple times, stomach issues like gerd and diverticulitis which has required a colon resection, pain in hips, back, and legs. I forget easily, my hormones are off the chart messed up, 2 back surges due to degenerative disk, and my immune system is always low, wbc count is always low.